Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 11.3 mmol/l, 12.7 mmol/l, 5.7 mmol/l, and 4.2 mmol/l. The customer reported feeling dizzy with these results. Her condition improved one hour later. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.